Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 07/06/2015 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked on the side from the threads to the cover. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboot events were duplicated with the returned battery cap. A test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during the duration test. Unrelated to the initial allegation, the audio bolus button was torn but still normally responsive.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.